Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a sling placement procedure performed on (B)(6), 2007. According to the complainant, post procedure, the patient presented with "extreme pain, erosion of her internal bodily tissues and other injuries".

Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a sling placement procedure performed on (B)(4), 2007. According to the complainant, post procedure, the patient was presented with "extreme pain, erosion of her internal bodily tissues and other injuries".

Manufacturer narrative:
(B)(4).